Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The customer just received the device back from repair. During preparation before the surgery, the customer stated that the product locked up on them. The pt was not present at the time. The customer had to use lubrication to unlock the device. Additional info was received from integra product specialist brainmapping and stereotaxy and from the customer on (B)(6) 2015. The trunnion lock ring of the crw/precise locked up. Date of the incident was on or around (B)(6) 2015. The scheduled surgery was for a deep brain procedure for parkinson's disease. The surgery was delayed for about 30-45 minutes. There was no pt adverse consequence as a result of the surgical delay since the pt was not in the operating room at the time of set up. The customer used the crwprecise after lubrication was used to unlock the device. There were no further issues experienced with the device. It was reported that the device was cleaned by the user facility after receiving the product from repair prior to the scheduled surgery. The user facility's cleaning process and/or lubrication for the crwprecise, specifically after it has been used, is as follows: sterile processing dept (spd) staff hand washes the device. Then the spd tech lubricates it and then it is sterilized.

Manufacturer narrative:
Integra has completed their internal investigation 06/16/2015. Results: the complaint was not confirmed aggressive tightening of trunnions should be avoided as the design intent of the device is for the incorporated thumb screws to provide the necessary force to secure the trunnions once configured. Units locator pointer was bent and was replaced at no charge. Device history record reviewed for this product ID, lot # p1138, manufactured on july 16, 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr's, variances or rework. A two year lookback in trackwise for this reported failure and or related to "trunnions difficult to adjust or are sticking/stiff" for this product ID shows that (B)(4) complaints were received including this case this issue is currently being addressed through CAPA. Conclusions: no root cause analysis could be performed as the complaint could not be confirmed.